Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator presented with several non sustained right ventricular oversensing episodes. The cause behind these episodes was post paced t-wave oversensing. Programming changes were made. The patient did not suffer any consequences.